Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the battery door, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: 510k is unknown; d4: UDI number is unknown.

Event description:
It was reported the device alarmed "battery door open". The batteries were taken out and the device was restarted but the alarm returned two times. No adverse patient effects were reported by the customer. The reported device settings were: rate 3.0ml/hour, res vol 133, vol given 4.8ml.